Event description:
A customer reported obtaining unexpected negative reactions on a sample when performing the antibody screening assay on the galileo echo ((B)(4)).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The echo reported the sample as negative, however a grade of 1+ reactivity was visually observed in cells I and ii. The customer was made aware that negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on (B)(4), 2009. An immucor field service engineer performed the unexpected reaction checklist and the mirror and camera reader alignment and calibration. Verified transport functioning with no problems observed. Group screen qc samples were tested successfully. Two patient samples were tested three times with the same results. The group screen was performed on 18 samples with acceptable results. The instrument is operating within specifications.